Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient presented emergently with flank pain. A CT was done and it showed that the stent graft was occluded all the way up to the bifurcation on the left side and the limb was occluded. It was pinched at the distal end of the stent graft right above the hypo. The patient was treated, thrombolysis of limb, now open. The patient may possibly be placed on plavix. The physician stated that the cause of the event was due to anatomy; tight distal aorta and iliac. No additional clinical sequelae were reported and the patient is fine.